Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio re-torqued the device battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turned off while on twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.